Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) that had a fluid leak. The aus was replaced, and there were no patient complications reported.